Event description:
A customer reported receiving a notification for a minimum fill error when using their pump. There was no adverse impact to the customer's blood glucose level. Despite following guidance to clean the pneumatic tap area and attempting to load both a new cartridge and a different second cartridge, the issue persisted. The customer was advised to rely on long-acting insulin overnight. Attempts to follow up through csa were made, but contact was unsuccessful, prompting customer technical support to close the case after trying a final email follow-up.